Event description:
It was reported to philips that the system did not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse identified a power distribution unit fan tray is malfunctioning. Upon troubleshooting fse found that the pdu fan tray was defective. To resolve the issue the fse replaced the power distribution unit fan tray and implanted the correction and return the part for further analysis and the cause of the pdu fan tray failed due to ac or dc power supply. After replacing the pdu fan tray, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.